Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-11-18. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of risk management document (B)(4), revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. Investigation summary: customer returned (86) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported that medication would not release during priming. All 86 returned pen needles were examined, and it was observed that 36 pen needles had bent non-patient end (npe) cannulas and 50 pen needles had broken npe cannulas. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 86 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. Unable to perform a DHR review due to an unknown lot number for needle clog. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to prime during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that medication would not release during priming. Verbatim: consumer and spouse reported needle clog with approximately 60 pen needles. Consumer stated from 2 previous boxes she had about 53 pen needles that didn't release medication during priming. Discarded product boxes, no information on those boxes. Stated there was 7 pen needles from new box that did not release medication during priming. Stated today on 09/29/2020 she had 4 pen needles alone that did not work.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for needle clog. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was unable to prime during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that medication would not release during priming. Verbatim: consumer and spouse reported needle clog with approximately 60 pen needles. Consumer stated from 2 previous boxes she had about 53 pen needles that didn't release medication during priming. Discarded product boxes, no information on those boxes. Stated there was 7 pen needles from new box that did not release medication during priming. Stated today on (B)(6) 2020 she had 4 pen needles alone that did not work.